Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was incorrect. Customer declined tandem technical support's offer to perform a pump system check and chose to continue to use same cartridge. Customer's blood glucose was 108 mg/dl. Customer declined to provide further information.